Event description:
Medtronic received information regarding an imaging system. It was reported that there was an image artifact on the images but it did not affect the use of them. There was no reported delay and no reported impact to patient outcome.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. Gain calibrations were performed and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.